Event description:
The customer reported erroneous high patient results generated on the ise (ion selective electrolyte) module for na (sodium), k (potassium) and cl (chloride) assays involving the au680 clinical chemistry analyzer. The erroneous results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated with this event.

Manufacturer narrative:
A beckman coulter customer technical support (cts) specialist assisted the customer troubleshoot over the phone. Cts was unable to resolve the issue over the phone, and service was dispatched. A beckman coulter field service engineer (fse) evaluated the instrument and determined that the ise (ion selective electrode) buffer valves were defective. The fse replaced both buffer valves to resolve the issue. System performance verification passed without further issues. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is case-(B)(4).